Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The rv lead was removed and replaced. It was reported that during explant of the rv lead, the right atrial (ra) lead became dislodged. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.